Event description:
It was reported from clinic notes that starting the patient had an increase in seizure activity and they increased vns output and medication. Again on a later date the patient had increased seizures and increased output current. No additional relevant information has been received to date.

Event description:
Information was received that the cause of the seizures was external factors. The nurse notes that the patient has a complex seizure history, and it is not unusual for her to cluster seizures and to have times when the number increase. Patient is on 5 antiepileptics and she is stable in relation to even five years ago when she had more seizures in a day then she does now in a week. The number is a result of her condition not anything related to the vns. Regarding intervention, the nurse notes they monitor her closely and when we see an increase in the number of seizures more frequent assessments are completed and testing such as uss and bloodwork are collected and to ensure blood serum values are appropriate and there are no infections present. Bowel movement logs and diaper counts are reviewed to rule out utis and constipation.